Event description:
It was reported that the physician's handheld will not hold a charge. The physician was provided a new programming tablet. It was reported that the physician did not believe that there was an issue with the handheld because it would still work while plugged into a power outlet. The physician wanted to keep the handheld so that he still had access to the data on it. No additional relevant information has been received to date.

Event description:
Per the response (reported in previously submitted MDR) from the physician owning the suspect programming system, the physician believes there is no issue with the handheld device at all and claims he did not report this issue.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently stated that the physician believed the handheld only worked while plugged in, while in fact the physician does not believe there is an issue with the programming system at all. Evaluation codes; corrected data: the previously submitted MDR inadvertently provided the wrong conclusion code.